Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "favorable functional recovery and stem stability after hip arthroplasty with a short metaphyseal stem in elderly patients with osteoporotic femoral neck fractures" written by soong joon lee, md and kang sup yoon, md, phd published by hip & pelvis accepted by publisher on 28 january 2019 was reviewed. The article's purpose was to evaluate the short-term clinical and radiological results of using a short cementless metaphyseal stabilizing tapered stem for senile osteoporotic femoral neck fractures. Data was compiled from 38 arthroplasties with femoral neck factures treated with trilock bps stems with a minimum follow up of 2 years. Figure 3 provides radiographic image for illustrative purpose with no adverse event in caption description. Figure 4 provides radiographic image of 76 year old female with radiographic detection of radiolucent line around greater trochanter but no complaints of pain or discomfort. The article reports there were no revisions of any stem. Depuy product: trilock bps stem . Adverse events: intraoperative femoral fractured treated by cerclage wiring. Periprosthetic fracture (attributed to a fall and treated with internal fixation with plate and wire).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Corrected: e1.